Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the customer was contacted and stated the malfunction was attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 12 years old. Analysis for reports of this type has not identified an increase in trend.